Event description:
It was reported that during central processing, the fenestrated bipolar forceps instrument had thermal damage at tip. There was no report of patient involvement. Intuitive surgical, inc. (Isi) followed up with the initial reporter, however, no further details could be provided. The initial reporter did not have any additional information for the instrument since it was not brought to her attention until after it was cleaned in the central processing process.

Manufacturer narrative:
Based on the claim against the product by the customer noting a burned area on the tip of the instrument, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The 8mm fenestrated bipolar forceps instrument was analyzed and found to have charring and localized melting on the bipolar yaw pulley. The thermal damage was found at the base of the yaw pulley near the grip. As a result, the electrode was exposed. The instrument could not be tested for electric continuity and/or energy delivery due to the conductor wire being dislodged at the proximal end. The complaint regarding thermal damage was confirmed by failure analysis, which indicates that the device did contribute to the customer reported issue. Failure analysis also found an additional observation not reported by site: the instrument was found to have the conductor wire dislodged from connector at back end. The wire insulation was not damaged. There were no signs of thermal damage near the dislodged area at the proximal end. The probable root cause of thermal damage is attributed to carbonized tissue on the grips of this bipolar instrument creating a conductive path during use. Thermal damage can also result due to inadvertent energy application from a monopolar instrument. This complaint is considered a reportable malfunction due to the following conclusion: it was alleged that the instrument exhibited signs indicative of thermal damage. Failure analysis found the thermal damage at the base of the yaw pulley near the grip which is evidence of electrical discharge at a location other than intended. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.